Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right atrial lead exhibited noise. Programming changes were discussed but it is unknown if they were made. There were no patient consequences.